Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they have an appointment on (B)(6) 2019 but stated that ¿nobody can tell me if she has experience with this¿ especially for bowel incontinence. They noted that their medical coverage would not sent them to their doctor. As for circumstances/cause of the issue, the patient stated that there was nothing out of their normal routine and they were unsure of the cause. The shocking occurred through their pelvic floor down the right leg. Their right leg/thigh right foot, and right 2 metatarsals were numb. They also mentioned that occasionally they would feel the shocking on the left side of their head. The patient indicated that nobody with experienced had seen them and no steps had been taken to resolve the issue. They reported that the device was off but their were still being shocked. The issue was ¿absolutely¿ not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was ¿misfiring¿ and they felt a shocking sensation. They stated that the stimulation was usually at 0.3 or 0.5 but they got shocked. They then turned it down to 0.15 but they got shocked again. The patient described the shocking as ¿feeling like she put her finger in a light socket¿ and they drop to the floor. The issue started ¿maybe last week¿ ((B)(6) 2019). They did not have any fall or trauma recently. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. The patient noted that they had an appointment with their primary care physician today. They mentioned they did not have a managing hcp, so physician listings were sent to them. There were no further complications reported or anticipated.